Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Proceeded to use new battery and battery cap. Upon new battery installation unit displayed critical pump error (open book). Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. During visual inspection, no moisture damage was noted on electronic assembly. Problem isolated to electronic assembly. Unit also received with the following cosmetic damages: cracked case (battery tube), label damage (faded), cracked case, battery tube threads - cracked, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with random no delivery alerts were unknown when unit powered on with critical pump error (open book). Additionally, customer allegations with damaged battery cap contact were not confirmed when unit was not received with original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced random no delivery alarms, a disconnected metal component on the battery cap, and changes in menu prompts. The customer reported no adverse event. The event involved mmt-1715kl, mmt-242a, and mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for mmt-242a. No product return is required for mmt-332a.